Event description:
A biomedical technician (biomed) at a user facility reported that there was a burn mark on the distribution board of the fresenius 2008t hemodialysis (hd) machine. The mark was located near the ground. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed was contacting fresenius technical services to request the part number for a replacement distribution board. Additional information was requested however a response was not received. The distribution board was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5.

Event description:
A biomedical technician (biomed) at a user facility reported that there was a burn mark on the distribution board of the fresenius 2008t hemodialysis (hd) machine. The mark was located near the ground. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed was contacting fresenius technical services to request the part number for a replacement distribution board. Additional information was requested however a response was not received. The distribution board was not returned to the manufacturer for physical evaluation. Additional information: the biomed responded during follow-up that the reported issue was resolved following the replacement of the distribution board.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that there was a burn mark on the distribution board of the fresenius 2008t hemodialysis (hd) machine. The mark was located near the ground. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed was contacting fresenius technical services to request the part number for a replacement distribution board. Additional information was requested however a response was not received. The distribution board was not returned to the manufacturer for physical evaluation. Additional information: the biomed responded during follow-up that the reported issue was resolved following the replacement of the distribution board.